Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in badalona, spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium avium chimaera during maintenance activity. There is no report of patient injury.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that the device is cleaned regularly as per instructions for use, the water quality monitoring is applied and the h2o2 checked daily. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used. When the device is not used, it is stored drained. The hospital does not use patient reusable blankets. Prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use with fan positioned front air, at estimated distance between the surgery field and the device of 3-4 meters. Despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.